Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the touch pen on the programmer was not responding. It was indicated that it would be returned for repair. There was no patient involvement.